Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: no patient information to date after calls to customer contact 05/01/23 and 05/02/23. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the warmer panel latch was broken during patient use. There was no patient injury.